Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 20, 2019 that a wallflex biliary rx uncovered stent was to be used during an endoscopic retrograde cholangiopancreatography(ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the stent was repositioned and the end wire broke. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.